Manufacturer narrative:
Catheter model 8731, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2011 (B)(6), catheter model 8711, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk.

Event description:
It was reported that there was drainage from the wound from pump replacement surgery, it was initially blood tinged and then became clear. Post-operative there was a cerebrospinal fluid leak. It was noted lumbar site. The patient experienced a spinal headache that was positional; it was worse upright than when lying down. The patient was admitted to the hospital to lie flat on bed rest on (B)(6) 2011. Lab work results revealed a mildly elevated esr on (B)(6) 2011. The catheter was explanted on (B)(6) 2011. It resulted in in-patient hospitalization. The patient outcome was noted as resolved without sequelae. The drug in the pump was morphine.

Manufacturer narrative:
(B)(4).